Event description:
Per the complainant, the care e vac iii started smoking. The subject unit was returned to ohio medical corp for eval and repair. The unit's housing and components had smoke damage. The pcb control board was burned. The unit was repaired, recertified, and returned to the customer.

Manufacturer narrative:
The complainant reported on 06/02/2008 that the care e vac iii unit started smoking. The subject unit was returned to ohio medical corp for eval. Unit (B) (4) was received by ohio medical corp on 06/09/2008, and was evaluated by the repair center on 06/12/2008. Eval of the returned unit (B) (4) showed that the inside of the housing and electrical components (circuit board) were charred and burned. The unit was repaired, recertified per spec (B) (4) and returned to the customer. This incident is under further eval (B) (4). The exact cause of the incident at the time of this initial report is unk. The investigation is currently ongoing.